Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors of the harvesting cannula did not cauterize. The case was completed by performing a bridging technique. No add'l pt complications were reported.